Event description:
Pt was diagnosed with peripheral embolism in 2002 with a patent foramen ovale. The defect was closed with a 12mm asd device. In addition to pfo there was a superior atrial septal defect. Pt presented with stroke and echo demonstrated a 5cm thrombus on left atrial disc through hypercoag tests. Device surgically removed and defect closed with a successful patch procedures. Pt reported doing well. Procedure notes provided by the physician indicated the defect was not stretched, therefore the device was enlongated leaving a cul-de-sac inside the left atrial disc. This is where the originof the thrombus occurred.